Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 32 synergy ii drug-eluting stent, it was noted that the distal edge of the stent struts were mangled during removal of the protective cap. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.